Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2009; lead implanted: (B)(6) 2009; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient c omplications have been reported as a result of this event.